Event description:
It was reported by carter et al in a publication entitled "off-label use of recombinant human bone morphogenetic protein-2 (rhbmp-2) for reconstruction of mandibular bone defects in humans" (journal or oral maxillofacial surgery 66:1417-1425, 2008) that a pt with unresolved mandibular defect underwent reconstruction with rhbmp-2/acs (8.4mg) and maxillomandibular fixation (mmf). Local bone at the site of rhbmp-2/acs application was excised and cultured. The cultures grew 1+coag. Negative staph. And 1+ propionibacterium. The pt developed significantly more soft tissue swelling than was expected post-op. The pt's wbc was within normal limits, and an aspiration and culture of a small quantity of fluid collected was negative for microorganisms.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.